Event description:
(B)(4) received notification of an incident involving a cane that (B)(4) imports and distributes. The patient allegedly broke their ankle while using the cane. (B)(4) has been provided the wrong phone number and no other contact information; therefore further information could not be obtained.